Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with heavy tortuosity, moderate calcification and 95% stenosis, pre-dilatation was performed with an unspecified 2.5x8 mm semi-compliant balloon. A 3.5x12 mm rx xience prime stent delivery system (sds) was advanced without resistance and implanted. Post stent deployment a dissection was noted at the distal edge of the stent. To cover the dissection, a 3.0x15 mm rx xience prime sds was advanced without resistance and implanted which also caused a mild dissection on the distal edge of the stent. A xience v stent was advanced and implanted to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 12 mm rx xience prime stent referenced in is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime, xience prime small vessel, and xience prime long length everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.